Event description:
It was reported that this pacemaker was successfully explanted due to a product performance issue. Another device was implanted instead. No further adverse effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. Ghs.